Manufacturer narrative:
Date of this report: 03jun2019. Date received by MFR: 17apr2019. Information was received that there was no patient involvement at the time of the reported event. The customer reported that the unit would be moved to a third party for service /repair and did not provided further information.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11apr2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator generated a blower fan failure error code after replacing the blower motor control board and blower. The customer stated the bmc board had overheated and the terminal block showed signs of arc- burns with the cooling fan being inoperable. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified, estimate used.